Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. Fibrotic tissue on the lead is the suspected cause of the event, but this was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.